Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the relevant device history records and the raw material history files did neither indicate recorded quality problems nor rejections related to this incident. If any further information is becoming available, MFR immediately will inform FDA. If no further information is becoming available, MFR considers this file as closed.

Event description:
(B)(4). Event took place in the (B)(6) and has been reported to (B)(6). Unable to inject any drugs down the epidural catheter, presumed kinking of catheter.